Event description:
Pt underwent a right mastectomy followed by immediate breast reconstruction and placement of a tissue expander in 2008. It was noted two months later that the tissue was no longer expanding with the placement of the saline solution, and a leak in the expander was suspected. Tissue expander replaced the same month, with a leak noted on the explanted expander. Dates of use: 2008. Diagnosis or reason for use: tissue expander post mastectomy.